Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical investigator reported via phone call that the clinic on call doctor was called home on (B)(6) 2020 due to severe hyperglycemia with an unknown blood glucose level. The customer's other reported blood glucose level was 408 mg/dl. The family noticed that the customer was pale, sweaty and was not acting normal when he got home from out of state. The customer also threw up three times. The customer had taken shots while he was away from home as the infusion set had peeled off and could not put it by himself and was treated with injections by the doctor. The customer also had moderate urine ketones. The insulin pump will not be returned for analysis.